Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000862, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that manufacturer representative was able to complete the right side calibration but was not able to verify because there was no communication between the system and the navigation system. They were able to verify the two systems were communicating but after the calibration they would no longer communicate. No patient present.